Event description:
The nurse reported that she received a high lead impedance reading during system and normal mode diagnostics for one of her patients. The device was programmed off. Battery life calculation was performed and it was observed that the patient has approximately 4.98 years before end-of-service, suggesting that the high impedance reading is indicative of a lead issue. Good faith attempts to get additional information have been unsuccessful till date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.